Event description:
The following has been reported: biomed reported: air in line error will not clear. Pins were cleaned, did not pass test infusion. No patient harm, issue did not stop active infusion. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 3). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
The device was returned for an air in line error. The device was unable to perform a mock infusion and it alarmed tubing set misloaded at startup. The device was reverted to manufacturing mode and functional tests were performed. Device passed all functional tests. The device was then reverted back to clinical mode. The ipc plunger and the ipc service seal were replaced. The device still gave tubing set misloading error. At that point, the ipc housing was replaced. A mock infusion was performed and passed without any issues. Internal inspection found 2 springs on one upper loading pin. No damage found.